Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, prior to a planned procedure. Technical services (ts) reviewed the available data and requested further data submission for analysis. Subsequent evaluation confirmed the device had triggered a remote monitoring disablement due to low battery measurement. Given the battery status and advisory conditions, replacement was recommended. Subsequently, this device was scheduled for a replacement procedure and evidence suggests that will be explanted an replaced. No adverse patient effects were reported.